Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had tripped the lead warning signal and polarization change with no data to indicated the reason for the warning. The device is still in use. There were no patient complications reported as a result of this event.